Event description:
It was reported to philips that the system failed to start up, it was stuck on a blue screen. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the system was stuck at countdown 00. Upon troubleshooting, the fse tried to replace the host pc os hard disk, but the problem still existed. So, the fse placed the old hard disk back and as a part of troubleshooting, the fse decided that the host pc needs to be replaced. The fse replaced the host pc and upgraded the system software to 8.1.30.10 to solve the reported problem. Following these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.